Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that the tubing through pinch valves vl5 and vl6 were worn. The fse replaced the tubing, which repaired the leak and the failing plt backgrounds . The repairs were verified by the fse. (B)(4).

Event description:
The customer reported a leak at the baths of the coulter act diff analyzer. The instrument was failing platelets (plt) during startup when the leak was noticed. The volume of the leak was about 1/2 cup and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.